Event description:
Gelsoft plus prosthesis was placed on the patient, it leaked in several places (as if it were perforated), the use of compresses was necessary to compress the blood that was passing through the porous prosthesis. No further information has been given by the site at this time.

Manufacturer narrative:
Clinical code 1858- fever: a mild fever 1884- hematoma: a mild fever due to the post-operative hematoma. Impact code 4648- insufficient information: additional information was requested on 22 jan 25. Medical device problem 1354- leak/splash: once the gelsoft plus prosthesis was placed on the patient, it leaked in several places (as if it were perforated), the use of compresses was necessary to compress the blood that was passing through the porous prosthesis. Component code 4755- part/component/sub-assembly term not applicable type of investigation 4110- trend analysis: a 4-year review was performed for gelsoft plus > leakage > blood oozing which confirmed an occurrence rate of 0.006%. No trend identified requiring action at this time. Investigation findings 3233- results pending completion of investigation. Investigation conclusion 11- conclusion not yet available.

Manufacturer narrative:
Clinical code: 1858- fever: a mild fever. 1884- hematoma: a mild fever due to the post-operative hematoma. Impact code: 4648- insufficient information: email received on (B)(6) 2025 confirmed no further information would be received for this event. Medical device problem: 1354- leak/splash: once the gelsoft plus prosthesis was placed on the patient, it leaked in several places (as if it were perforated), the use of compresses was necessary to compress the blood that was passing through the porous prosthesis. Component code: 4755- part/component/sub-assembly term not applicable. Type of investigation: 4110- trend analysis: a 4-year review was performed for gelsoft plus > leakage > blood oozing which confirmed an occurrence rate of (B)(4). No trend identified requiring action at this time. 3331 - analysis of production records: comprehensive batch review had been performed; no issue were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. 4119 - insufficient information: email received on (B)(6) 2025 confirmed no further information would be received for this event. Investigation findings: 3221 - no findings available: the root cause of the event was determined to be no root cause identified. This was due to no further information being provided by the site. Investigation conclusion: 4315 - cause not established: the root cause of the event was determined to be no root cause identified. This was due to no further information being provided by the site.

Event description:
Gelsoft plus prosthesis was placed on the patient, it leaked in several places (as if it were perforated), the use of compresses was necessary to compress the blood that was passing through the porous prosthesis. No further information was provided by the site. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00011 to provide event closure information for tag0138